Event description:
It was reported that 2 limbs of the filter had perforated the vena cava wall. An abdominal CT was performed for an unrelated issue and it was determined that the one limb was in the adjacent aorta and the other limb was in the overlapping duodenum. The filter was originally placed prophylactically in a trauma patient. One day following implant, the patient underwent a left chest wall stabilization with open reduction synthes plate fixation of left ribs 4, 5, 6, 7, and 9. The patient's ivc diameter is not known. The patient is currently asymptomatic and there are no plans for intervention.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The filter was not returned for evaluation as it remains implanted. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.